Event description:
It was reported that a transcatheter aortic valve was implanted via right femoral artery access with pre-dilatation using a 26 mm non-medtronic balloon over a small wire and insertion of an in-line sheath through a larger sheath. The first and final valve deployment was shallow at 80%, and the physicians used forward pressure, landing the valve at 1 mm on the non-coronary cusp and 1 mm on the left coronary cusp with commissural alignment obtained. Mild paravalvular leak was observed and the valve appeared slightly constrained, with no aortic insufficiency noted and the gradient not measured. Post-dilatation was performed with a 26 mm non-medtronic balloon, during which the valve dislodged in the aortic direction as the balloon was deflating and was pulled aortic above the sinotubular junction and before the great vessels. The valve was snared to hold the valve in place. A second valve was deployed at a depth of 6 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) with good coronary perfusion. The patient experienced a run of ventricular tachycardia and spontaneously converted to normal sinus rhythm with left bundle branch block without intervention.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0013151971); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012628476); product type: 0195-heart valves; product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.